Event description:
A pt was having a revision procedure to remove hardware due to pain. The original case was performed in 2002 and the pt had fused. During removal, the driver tip broke off in the screw hex. Only 1 of 4 screws was removed. The rods. Inner and outer nuts were removed and the three screws left in place. As the revision was compromised and the driver tip left in the screw hex and MDR is being filed to documented this event.